Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue possibly began on (B)(6) 2011 at 2:35pm. The patient reportedly obtained a blood glucose result between "200 and 300mg/dl" with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, as a result of the product issue, the patient reportedly developed a symptom of shaking (possibly on (B)(6) 2011, time unclear). It is not known if the patient associated his symptom with high or low blood glucose and it is not known if the patient tested his blood glucose with another device. The patient denied receiving any medical intervention/treatment following the reported meter issue therefore; it is not known when the patient's symptom improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.